Event description:
Information received indicates, a nurse call is not being sent when the pt positioning monitor alarms.

Manufacturer narrative:
The facility replaced the power supply board to repair the bed.